Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. Customer further reported experiencing itching, noted that upon removing the sensor a piece of skin came off with it and that the site was ¿almost bleeding¿. Customer had contact with a healthcare professional who prescribed allegra (antihistamine) tablets, an ointment containing betamethasone (steroid), gentamicin (antibiotic), and an unspecified sulfate. Customer additionally noted the antibiotics were taken ¿to avoid an infection¿.

Manufacturer narrative:
(Serial number) has been updated based on additional information received. Serial number has been updated to (B)(4). Extended investigation is pending for this particular sensor.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. Customer further reported experiencing itching, noted that upon removing the sensor a piece of skin came off with it and that the site was ¿almost bleeding¿. Customer had contact with a healthcare professional who prescribed allegra (antihistamine) tablets, an ointment containing betamethasone (steroid), gentamicin (antibiotic), and an unspecified sulfate. Customer additionally noted the antibiotics were taken ¿to avoid an infection¿.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and showed the fs libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. Customer further reported experiencing itching, noted that upon removing the sensor a piece of skin came off with it and that the site was ¿almost bleeding¿. Customer had contact with a healthcare professional who prescribed allegra (antihistamine) tablets, an ointment containing betamethasone (steroid), gentamicin (antibiotic), and an unspecified sulfate. Customer additionally noted the antibiotics were taken ¿to avoid an infection¿.